Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold, low sensing and loss of capture was observed on the right ventricular (rv) lead due to dislodgement. Diagnostic imaging was performed and confirmed rv lead dislodgement. The issue was resolved by repositioning the rv lead. The patient was in stable condition and experienced no adverse health consequences.